Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 409 mg/dl at the time of the event. Troubleshooting could not be performed at the time of the report. The customer stated that the insulin pump was frequently alarming no delivery and the cannulas of his infusion sets were coming out of his body bent. The customer was using quick-set infusion sets. The customer's doctor advised him to try using sure-t infusion sets. The customer stated that he has considerable scar tissue from using manual injections for 30 years. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.